Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.